Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh removal on (B)(6) 2017. It was reported that the patient experienced pain, hernia recurrence, perforation of tissue, adhesion, infection, nerve damage and scarring. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that patient underwent an additional surgery on (B)(6) 2017. No details are reported regarding the surgical procedures. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.